Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed. No anomalies were found. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut. There was blood in/on the helix/lobe mechanism. There was apparent explant damage.

Event description:
It was reported that during the implant attempt, the physician was not comfortable with the sensing and threshold measurements on the right ventricular lead. After approximately six implant attempts, the lead was removed and replaced. No patient complications have been reported as a result of this event.